Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the device was reprogrammed and that the battery replacement was scheduled based on the length of the current implant. The physician¿s office was aware to the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim it was reported the ins programming tab indicated the longevity was for a new stimulator and that this only occurs only when the ins (3058 specifically) has had a por. No symptoms were reported and no further complications were noted or anticipated